Manufacturer narrative:
(B)(4). Visual examination confirmed crack located near the thinnest portion of the side bone screw hole. Per the reported event information, the crack occurred when the awl was being utilized to create the bone screw trajectory hole. The location and timing of the crack suggests during screw hole preparation with the awl, the implant was impacted, initiating crack propagation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the peek implant broke upon impacting during a spinal procedure. Reportedly the implant cracked while the awl was placed in the first fixation screw hole. No patient complications were reported. The broken implant was replaced.